Event description:
Event description cpi received information that at the elective replacement of this defibrillator, erosion was found on the transvenous defibrillation lead. The lead was explanted and will be sent back for analysis. Another cpi lead was successfully implanted.